Manufacturer narrative:
Reported event: an event regarding pain involving a ceramic head head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to pain. An unknown liner and 36 mm biolox head were revised to a 10° liner with adapter sleeve and a new head. Rep confirmed that aside from primary and revision usage sheets, no further information would be released by the hospital or surgeon. Update - (B)(6) 2021 - bp: a 36e 0° trident x3 poly insert and 36 -2.5mm biolox delta ceramic v40 head were revised to a 36e 10° trident x3 poly insert and 36 +7.5mm biolox ceramic c-taper head with adapter sleeve.